Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Inspection of the formed needle under magnification found the needle tip to be dull and squared off. The root cause of the reported bleeding and bruising was the inadequate formed needle tip. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 251 mg/dl while wearing the pod between 1 and 4 hours on the arm. For treatment, the patient changed out the pod for a new pod.